Event description:
It was reported that the vertical lift column on the 8800 system would not work properly during a case. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps3 power supply was replaced during the service call. The system was tested and found the be working as intended and put back into service.